Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.033.001, lot: l705287, manufacturing site: hägendorf, release to warehouse date: february 8, 2018 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Photo investigation: the following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could not be confirmed as the insertion handle had no observed damage. However, the tip of the driving cap can be seen inside the insertion handle. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # l705287) was received and received at us cq. Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. The device shows only light surface wear consistent with use and which would not impact the functionality. Device failure/defect identified? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # l705287). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 while inserting femoral recon nail (frn) nail the driving cap was being with mallet and dislodged from insertion handle, fell on the floor. After the set was sent to cssd it was noted that the impactor had actually snapped off inside the jig. Hospital contacted me to inform and arrange a replacement. Procedure was completed successfully without any delay and no patient consequences. Concomitant devices reported: unknown nail (part# unknown; lot# unknown; quantity: 1), unknown mallet (part# unknown; lot# unknown; quantity: 1). This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for complaint (B)(4).